Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered more than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of argatroban at an unspecified rate, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was noted that the entire bag of argatroban was delivered. No unspecific programming parameters were provided. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device delivered as intended. Though requested, no additional information was provided.